Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had an issue of failed downstream occlusion test twice during preventive maintenance in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information d9, h3, h6 and h11: h11: the device was evaluated by a baxter field technician who confirmed the customer reported issue. During testing for downstream occlusion detection, the device alarmed at a pressure reading below the expected range. The device is pending further evaluation at the service depot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation at the service depot. During functional testing, the customer reported issue was not reproduced. The device was tested for downstream occlusion detection and the device alarmed within expected range. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified however the force sensor was found out of specification which could be a contributing cause. The force sensor requires recalibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.